Event description:
It was reported that there was an alert due to high, out-of-range right ventricular (rv) shock lead impedances measurements, measuring greater than 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was an alert due to high, out-of-range right ventricular (rv) shock lead impedances measurements, measuring greater than 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported this patient with an implantable cardioverter defibrillator (ICD) system was in a ventricular arrythmia in which the device delivered anti-tachycardia pacing (atp) and 7 shocks. Then another shock was delivered and after the 8th shock, a code 1005 was displayed due to a high out of range shock lead impedance measurement associated with an open circuit condition. All therapy was exhausted. The patient was hospitalized as a result. Technical services recommended to replace the lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this patient had an out of hospital cardiac arrest prior to lead extract and reimplant with multiple rounds of failed atp and shocks. Subsequently, right ventricular (rv) lead was explanted and replaced. The lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that there was an alert due to high, out-of-range right ventricular (rv) shock lead impedances measurements, measuring greater than 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported this patient with an implantable cardioverter defibrillator (ICD) system was in a ventricular arrythmia in which the device delivered anti-tachycardia pacing (atp) and 7 shocks. Then another shock was delivered and after the 8th shock, a code 1005 was displayed due to a high out of range shock lead impedance measurement associated with an open circuit condition. All therapy was exhausted. The patient was hospitalized as a result. Technical services recommended to replace the lead. At this time, the lead remains in service. No adverse patient effects were reported.